Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed high, out of range pacing impedances. The local field representative (fr) indicated that the patient was scheduled for a follow up appointment with the device following physician. No adverse patient effects were reported.

Manufacturer narrative:
As of today, available information indicates that the lead remains in service. No additional information is available. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that during a revision procedure, this rv lead was testing through the pacing system analyzer with normal measurements. Also when the lead was placed into the ra port, pacing impedances came back normal. Evidence suggests that there was an issue with the rv port on the patient's generator. A new generator was placed and normal impedance measurements were observed during lead testing. There is no evidence to suggest a lead issue at this point as all evidence suggests a generator header issue. This lead remains in-service and no further complications have been reported.